Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump kept prompting to load cartridge after the cartridge was loaded. It was reported that it took four attempts to get the pump to start working. Then while in use, the pump alarmed for no cartridge. Subsequently, the patient switched to backup pump without issue. No reported adverse effects

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, the customer's stated problem was unable to be duplicated. A cartridge was loaded, and the device ran for an extended period of time with no issues occurring while testing. No problem found. Based on the evidence, the complaint was not confirmed, and no fault was found.